Event description:
It was reported that an ilet¿s touchscreen was cracked to the point that the screen was unresponsive, and the user reverted to an alternative insulin therapy while the issue was addressed. Symptoms included no clinical signs, symptoms, or conditions and blood glucose remained in range. Outcomes included no health consequences or impact. Investigation included interviews, communication with the user and return of the device. Investigation of this case revealed a stress-related fracture affecting the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.